Event description:
Endo clip¿ iii 5 mm single use clip applier malfunctioned during the procedure. When surgeon attempted to use the applier, it did not work. Surgeon then pulled it out to look at it and a piece (included in the box) fell from the applier. Applier (ref# 176630/ lot j2b0008y).